Event description:
According to the reporter, during laparoscopic gastrectomy procedure, the device had poor staple formation when fired to stomach tissue and an incomplete staple line at distal part. The surgeon had to suture or hand sewn the surgery site.